Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a patient burn occurred when the unit was mishandled. A non-medtronic electrode was in use with the generator to cauterize the bladder. The generator had been set to 80 coag 120 cut. Coag had been in use at the time that the electrode burned in two. The monopolar portion of the electrode was active in the bladder when the wire at mid shaft burned through due to a short. Both pieces were retrieved by urology and the bladder was visually inspected and found to be free from injury or further pieces of electrode. A foley catheter was placed, but there was no apparent patient injury or intervention required.